Manufacturer narrative:
(B)(4). This product is 510k exempt. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml evacuated container had a lack of vacuum. This was identified during paracentesis, chest cavity drainage, in the emergency radiology department. The device pulled between 400 and 700 mls of an unspecified solution. The reporter stated that an additional bottle was needed to get the desired amount of suction. There was no report of patient injury or medical intervention associated with this event. No additional information is available.